Manufacturer narrative:
The insulin pump passed displacement test and self test. Intermittent button response on the right arrow button due to moisture damage on keypad traces. Unit received with cracked case next to belt clip rail corner. The pump was received with corroded battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump got damaged. The customer's blood glucose was 4.5 mmol/l. The customer stated that crack on battery compartment and also right arrow does not work. The product was returned for analysis.